Event description:
It was reported that there was an upstream occlusion error. There was unknown patient involvement, and no confirmed signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an upstream occlusion error in the ehl, where it showed multiple "upstream occlusion" alarms. The downstream occlusion (dso) seal was torn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and preventatively replaced the upstream occlusion (uso) sensor.